Event description:
A physician reported that during a cataract surgery while using an ophthalmic viscosurgical device and ophthalmic cannula the patient experienced posterior capsular rent. Surgery was completed a patient outcome was not reported. This report pertains to ophthalmic viscosurgical device involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations reported during manufacturing of this lot that could cause the reported ae. No complaint sample was received at the puurs manufacturing site for further investigation. The chemical lab has tested the ph, osmolality and clarity of a reference sample and all results are within specifications for the tested parameters. There were no confirmed out-of-specification stability deviations and no unusual trends were observed for the stability results of the stability batches tested during the review period of this apqr. As no manufacturing related deviations were identified, the reference sample was conform to the specifications and no sample is available, a conclusive root cause within the manufacturing site could not be determined. All batches are released according to the required specifications. Review of the lot complaint history, product specifications, retain sample evaluation and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not explicable from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4).